Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering multiple boluses, the patient's blood glucose levels reached around 300 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the adhesive was not secure and the cannula dislodged from the infusion site (abdomen). As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodging of a cannula. The exact cause of the reported dislodging could not be conclusively determined.